Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.

Event description:
Wound dressing had lifted off patients skin causing area of leakage of blood onto bed and pooling under the remaining dressing. No alarm sounding to alert there was a leak from dressing.

Manufacturer narrative:
The reported complaint was deemed inconclusive, upon evaluation of the returned device. An evaluation was conducted for challenging the alarms at the service center. A leak test was executed and an alarm sounded and displayed at the pump. A blockage/canister full test was conducted and an alarm sounded and displayed at the device. The display and alarms and sound were working within normal conditions. During an assessment conducted to the unit it was found with broken edges at the top and bottom cases. In addition, the door flap was found broken, and the inlet port was found defective. The root cause for the damage detected probably could be related to normal wear and tear and/or mishandling of the device. The complaint deems a system with a dressing lifted and leakage at the wound site. In regards to a pump not triggering a leak alarm after an evident dressing off the wound site means that the system was holding the negative pressure probably as a result of the blockage and a leak not significant enough in order to trigger an alarm. A leak alarm will be triggered when the system detects a significant leak (> 0.7 l/min for more than 60 seconds at 200mmhg, and >1.0 l/min at all other vacuum set points). A leak alarm will not be asserted until fluid has cleared the tubing set and air has been freely flowing through the fluid pathway. It is possible that with thickened exudate within the fluid pathway caused an occlusion and therefore, the air flow will not exceed the range in order to assert a leak alarm. As evidenced by the serial number, the device is more than 36 months old. At this time the internal pump reach the end of the life cycle. The device will be scrapped accordingly to the internal policies and procedures, as its past the effectiveness in repair due to the service age. A DHR (device history record) review was conducted for the serial number (B)(4) and no issues were reported during the assembly of this unit. All renasys go pump go through a series of performance test and visual checks prior to release to market. The complaint database was reviewed for the serial #(B)(4) and no prior issue had been reported within the last 12 months for this unit.

Event description:
Wound dressing had lifted off patients skin causing area of leakage of blood onto bed and pooling under the remaining dressing. No alarm sounding to alert there was a leak from dressing.